Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) (batch no. 12264230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism (pulmonary embolism), recurrent abortion (miscarriages), pelvic pain (stress urinary incontinence), stress urinary incontinence (pelvic adhesions), pelvic adhesions (pelvic peritoneal endometriosis) and endometriosis of pelvic peritoneum. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with right salpingo-oophorectomy and left salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date as per mr is (B)(6)2004,wheras date mentioned in case is (B)(6) 2004.and essure removal date as per case is (B)(6) 2020,wheras removal date as per mr is (B)(6) 2011. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter added,aka name added, lot number added, medical history added and reporter causality comment added. Essure product code updated as e205. Event medical device removal updated to pelvic pain. New event added- stress urinary incontinence. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) (batch no. 12264230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism (pulmonary embolism), recurrent abortion (miscarriages), pelvic pain (stress urinary incontinence), stress urinary incontinence (pelvic adhesions), pelvic adhesions (pelvic peritoneal endometriosis) and endometriosis of pelvic peritoneum. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with right salpingo-oophorectomy and left salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date as per mr is (B)(6) 2004,whereas date mentioned in case is (B)(6) 2004. And essure removal date as per case is (B)(6) 2020,whereas removal date as per mr is (B)(6) 2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.